Event description:
A small t-plate broke post-operative. Plate was implanted with cerclage wires for a markedly comminuted fracture of the right distal radius in 2000. Plate was noted as broken in 10/00 and plate was removed . During revision surgery, surgeon noted fibrous non-union pseudoarthrosis.